Manufacturer narrative:
Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, active current measurement and selftest. No unexpected low battery alerts in the pump history file. Pump error 25 (power error detected) alarms were triggered when the lithium backup battery (loaded vlith) was less than 3.50v for 240 consecutive minutes as indicated in the power management graph due to connector resistance issue (j6). Connector for j6 on pcba 1 was properly connected during visual inspection. The j6 connector was disconnected and reconnected then monitored for a day with the unit functioning properly during testing as shown in the power management graph. Unit received with high sleep current measurement due to moisture damage on all electronic assembly. Unit received with missing retainer. Unable to perform displacement test due to missing retainer. Unit received with missing reservoir tube o-ring, scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, cracked select button on keypad overlay, damaged keypad overlay texture, peeling serial number label, peeling end cap address label, corrosion on force sensor assembly and moisture damage on motor assembly. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump's battery life was less than one week. It was reported that there was abuse of lithium batteries use of about more than 2 per month. The customer's blood glucose was unknown at the time of incident. The insulin pump was returned for analysis.